Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02420. The pt (B)(6) received his scs system, including an ipg and a surgical lead on (B)(6) 2010. It was reported the pt's recharge burden has increased significantly since implant. He is now recharging every 3 days whereas he used to recharge every week. In addition, the pt reported irritation and pain in and around the ipg pocket. Examination of the scs system found the pt's lead has migrated. As a result, he is not using his stimulation at this time. The pt is working closely with a physician to determine the next course of action.